Event description:
Hamilton medical ag received the following event description: during ventilation, "display went blank, device stopped working along with tf's 2414, 9421 & 9907". Patient was removed from the device and placed on another. No harm to the patient was reported the logfile indicates that a panel connection lost alarm was triggered during ventilation.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.